Event description:
The manufacturer received information that a trilogy 100 device is returning because the patient has passed away. There was no allegation that the device contributed to the death. Limited information was provided by the customer. However, the customer did indicate that the patient expired due to a non-specific natural disease progression. During the evaluation of the device at the manufacturer's service center, the device powered on as it should. No additional repairs were performed. It was noted that the device was not needed for inventory and the unit will be scrapped.